Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet working with a dexcom sensor intermittently failed to display glucose readings, showing a persistent low value of 50 mg/dl while a concurrent fingerstick measured 115 mg/dl; the user was advised to replace the sensor and agreed to do so. Symptoms included hypoglycemia for a few hours without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose and juice without medical intervention or hospitalization. Investigation included troubleshooting and education with a recommendation to change the sensor. Investigation of this case revealed inconsistent cgm data presentation with no alerts or alarms reported, consistent with a sensor-related data issue where the app and ilet were not reliably receiving or displaying readings. It was concluded, based on previously established findings for similar reports, that the cause was unclear.